Manufacturer narrative:
B3: event date unknown. D4: UDI - (B)(4). Device evaluation: one device was received. A visual inspection found the device in good condition. During the functional testing, the reported "incorrect/no cass/disposable detected" problem was duplicated. The cause was found to be an inoperable dso sensor. The dso sensor was replaced. Product is beyond a year from manufacture date (01/2016) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump displayed a cassette not attaching error. Patient involvement is unknown.